Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, atrial over sensing episodes and inappropriate shock in 2011 was noted. The device was at that time reprogrammed but was now explanted and replaced. The patient's condition is stable post procedure.